Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that five hours after initiation of intra-aortic balloon (iab) therapy there was an unspecified alarm generated and blood was noted in the catheter tubing. A competitor's sheath was utilized. The iab was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.102cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak on the membrane. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint reference (B)(4), record ID #(B)(4).

Event description:
It was reported that five hours after initiation of intra-aortic balloon (iab) therapy there was an unspecified alarm generated and blood was noted in the catheter tubing. A competitor's sheath was utilized. The iab was replaced to continue therapy. There was no reported injury to the patient.